Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen at the center for device evaluation. External equipment was exchanged and programming changes were made. However, the problem was not resolved. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's device was scheduled.